Manufacturer narrative:
(B)(4). The complaint 900mr810 adult heated wall reusable breathing circuit is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that five 900mr810 adult heated wall reusable breathing circuits were damaged during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult heated wall reusable breathing circuit was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected. Results: visual inspection revealed that there was helix delamination near the chamber end cuff. There were no signs of tearing or stretching on the tubing. Conclusion: we are unable to determine the cause of the reported event. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: - "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." - "perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." - "disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage." - ''do not cover the circuit with materials such as blankets, towels or bed linen.''

Event description:
A healthcare facility in taiwan reported via a fisher & paykel healthcare (f&p) field representative that five 900mr810 adult heated wall reusable breathing circuits were damaged during use. There was no patient consequence.